Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with brugada syndrome who had an implantable cardioverter-defibrillator (ICD) underwent catheter ablation and suffered pericarditis, and a mild pericardial effusion, successfully treated with steroids. Additional information was received from author indicating that the event was related to the procedure, but not related to the device. Title: ¿assessing the malignant ventricular arrhythmic substrate in patients with brugada syndrome.¿ the purpose of this study was designed to explore clinical and electrophysiological predictors of malignant ventricular tachyarrhythmia inducibility in brugada syndrome. 191 patients were enrolled in this study. The study was conducted between november 2015 and november 2017. An open-irrigated thermocool sf ablation catheter was used in this study, however catalog and lot number were unknown.